Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0llhl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had pain in their back around the implantable neurostimulator (ins) and going down their legs in (B)(6) 2015. This was a gradual change in symptoms. The patient was unsure if it was because of the ins. The patient had no change in activity level or device programming. It seemed that the patient had a pinched nerve in their back and sciatica. The steps taken to resolve the pain was pain medication and a chiropractor visit. The pain had not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Additional information from the consumer reported sudden leg pain "within the last month." An x-ray was taken during this time which showed everything was in the right place. The pain did not resolve after turning stimulation off; the healthcare provider stated the pain was sciatica.